Event description:
It was observed that during the device evaluation, the bronchofibervideoscope failed the scope leak test due to a hole in the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The result confirmed that the phenomenon "hole in the distal tip" was not reproduced. However, a leakage failure occurs at the channel, not at the tip. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.